Event description:
The field service engineer (fse) assisted the surgeon with a biopsy/ablation case at henry ford hospital on (B)(6) 2019 using robot br18054. Before the patient entered the room, there was an attempt to load the mr and CT scans for the patient through pacs. Around 7:35am est, the fse noticed that around twenty different sets of images were pushed through pacs to the robot, and while the images wereuploading to rosa, the computer experienced a not responding error, and caused the robot to be restarted. The fse asked if only the one set of mr and one of CT images could be pushed through pacs instead of every scan, and the or staff was able to do this. The CT scan was uploaded to rosa. The fse noticed that the total number of slices for the CT scan was around 300 slices, which is above the maximum number of slices of 255. The fse notified the surgeon that there may be some issues experienced due to the amount of slices. After the CT scan uploaded without error, the mr scan was selected to be uploaded. The fse noticed that the resolution of the scan was much higher than the recommended 512x512, the image resolution for this scan was 1024x1024. The surgeon was notified that the resolution exceeded the max resolution needed, and when the mr scan was selected to upload around 7:50am est, an impossible to load exam message appeared. Another mr scan was selected to upload through pacs. This scan also had a resolution of 1024x1024, and also had less slices than the recommended 100 slice minimum (around 65 slices). The scan was successfully uploaded and merged to the CT scan. When the surgeon was done planning their trajectory using the mr scan, the fse got an impossible to load exam message in the exam manager tab around 8:05am est. If the mr scan was selected for exam 1 or exam 2, the fse would get the error message. If the mr scan was deselected, then the exam manager tab could be closed and you could return to the plan. The robot was restarted around 8:15am est, and the issue seemed to go away. The mr could once again be selected as exam 1 or exam 2 and you could return to the plan from exam manager. All of the events above happened before the patient entered the room, so there was no incision, no delay to the actual surgery. Delay from imagery issues around 15 minutes. There weren't any issues experienced during the case, and the placement of the lead was accurate.

Manufacturer narrative:
It was reported that a shutdown occurred while the surgeon tried to upload images and then an error message was displayed multiple times when the surgeon tried to load images. A DHR review and a complaint history review were performed and did identify 1 similar event within the past 6 months for the same device with the same root cause.first, the device rejected an entire series because its photometric interpretation was not compatible with the software. Then, the computer experienced a not responding error and the robot has been restarted. Technical investigator confirmed in person that it is part of dicoms standards that radio manipulator sets. This parameter is not indicated in the acquisition protocol (part of the user manual).then, the user tried multiple times to load and display two oversized exams with the issue: impossible to load the exam message displayed on screen. It was provoked by a lack of available memory due to the size of the selected exams. This issue can be avoided as the software warns the user, when exam were selected, that it can affect the computer performance. Furthermore, indications of images format and properties for acquisition are provided in the IFU. The number of slices must be between 100 and 255 and images resolution must not exceed 512x512 pixels for MRI and CT exams. This event can be considered as a use error.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) number: (B)(4).

Event description:
The field service engineer (fse) assisted the surgeon with a biopsy/ablation case at (B)(6) hospital on (B)(6) 2019 using robot (B)(4). Before the patient entered the room, there was an attempt to load the mr and CT scans for the patient through pacs. Around 7:35am est, the fse noticed that around twenty different sets of images were pushed through pacs to the robot, and while the images were uploading to rosa, the computer experienced a not responding error, and caused the robot to be restarted. The fse asked if only the one set of mr and one of CT images could be pushed through pacs instead of every scan, and the or staff was able to do this. The CT scan was uploaded to rosa. The fse noticed that the total number of slices for the CT scan was around 300 slices, which is above the maximum number of slices of 255. The fse notified the surgeon that there may be some issues experienced due to the amount of slices. After the CT scan uploaded without error, the mr scan was selected to be uploaded. The fse noticed that the resolution of the scan was much higher than the recommended 512x512, the image resolution for this scan was 1024x1024. The surgeon was notified that the resolution exceeded the max resolution needed, and when the mr scan was selected to upload around 7:50am est, an "impossible to load exam" message appeared. Another mr scan was selected to upload through pacs. This scan also had a resolution of 1024x1024, and also had less slices than the recommended 100 slice minimum (around 65 slices). The scan was successfully uploaded and merged to the CT scan. When the surgeon was done planning their trajectory using the mr scan, the fse got an "impossible to load exam" message in the exam manager tab around 8:05am est. If the mr scan was selected for exam 1 or exam 2, the fse would get the error message. If the mr scan was deselected, then the exam manager tab could be closed and you could return to the plan. The robot was restarted around 8:15am est, and the issue seemed to go away. The mr could once again be selected as exam 1 or exam 2 and you could return to the plan from exam manager. All of the events above happened before the patient entered the room, so there was no incision, no delay to the actual surgery. Delay from imagery issues around 15 minutes. There weren't any issues experienced during the case, and the placement of the lead was accurate.